Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hypoglycemia with blood glucose value was 49 mg/dl. Customers other blood glucose value was 56 mg/dl and 300 mg/dl. Customer was treated with glucose tablets. The device will not be return for analysis.